Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the right atrial lead via x-ray and fluoroscopy confirmed the lead dislodgement. No electrical malfunction was reported. The right atrial lead was revised and repositioned on (B)(6) 2023. The patient was stable throughout.